Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was more than 500 mg/dl. Customer¿s current blood glucose is 225 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pen or manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that reservoir was popping out. Troubleshooting was done for high blood glucose and under delivery. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.